Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. There was no additional information available for this complaint. There was no indication that the product caused or contributed to an adverse event. This complaint is reportable because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1; date of submission: 11/11/2016. The device has been returned and evaluated by product analysis on 10/19/2016 with the following findings. A review of the black revealed call service (cs) 054 alarms. No damage was found to the battery cap or battery compartment. During testing, the battery cap secured tightly to the pump. The pump powered on with no issues and no alarms. The pump was exercised for 24 hours with no alarms or power issues. The pump was opened; no damage was found to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).